Manufacturer narrative:
Medtronic received the following information from the journal article entitled; outcomes over time in patients with hostile neck anatomy undergoing endovascular repair of abdominal aortic aneurysm yolanda bryce, wonho kim, barry katzen, james benenati & shaun samuels j vasc interv radiol (2018) 29, https://doi.org/10.1016/j.jvir.2018.03.0, average age, average gender. Exact date of implant unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Endurant sent graft systems were implanted into patients for the endovascular treatment for abdominal aortic aneurysm (aaa) on dates between (B)(6) 2004 and (B)(6) 2013. The following adverse events were reported: reintervention.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.